Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 15 mar 2023. H6: investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective/damaged was verified by visual inspection. Visual inspection of the infusion set indicated that the distal male luer connection was missing from the assembly. Further investigation under magnification indicates that there is no evidence of solvent at the end of the tubing. A device history record review for model 2420-0500 lot number 22053257 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is that there was a lack of solvent on the tubing that allowed for the distal male luer connection to separate easily from the tubing.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced luer-lok collar breakage causing it to drip. The following information was provided by the initial reporter: patient found tubing of IV hanging at their side unconnected to anything and dripping. Pt called nurse and discovered the tubing was broken at the connection site at the lour lock. The saline was in the pump and the pump was still working. Saline got on patient but not sure if chemo could have backed up the saline line as extension still had the lour lock attached. Patient got some saline and possibly some chemo on clothes. Stopped the infusions and removed the line affected and new line attached. Had patient wash hands because touched the line and was instructed to wash clothes separately from other clothes just in case chemo did spill on sleeve. Sleeve was washed and dried. Type of incident/problem: malfunction: during or after use. Level of harm: no apparent harm: reached patient/person, inconvenient. Unexpected or prolonged care? No.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced luer-lok collar breakage causing it to drip. The following information was provided by the initial reporter: patient found tubing of IV hanging at their side unconnected to anything and dripping. Pt called nurse and discovered the tubing was broken at the connection site at the lour lock. The saline was in the pump and the pump was still working. Saline got on patient but not sure if chemo could have backed up the saline line as extension still had the lour lock attached. Patient got some saline and possibly some chemo on clothes. Stopped the infusions and removed the line affected and new line attached. Had patient wash hands because touched the line and was instructed to wash clothes separately from other clothes just in case chemo did spill on sleeve. Sleeve was washed and dried. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient unexpected or prolonged care? No.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.